Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor reading discrepancies and the insulin pump went into threshold suspend. The customer stated that the sensor was reading 40, but blood glucose value was 222 mg/dl. Blood glucose at the time of the call was 147 mg/dl. The customer was advised about insertion and calibration best practices. The sensor will not be returned for analysis.